Event description:
During final tightening for a lumbar fusion procedure, the screwdriver tip broke off in the locking cap. The broken tip was approximately 5mm long. The surgeon successfully removed the broken piece from the locking cap. The level at which the event occurred was l2. The surgeon used a kocher to retrieve the broken tip. A counter torque was not used during the procedure. The procedure was delayed approximately one minute.

Manufacturer narrative:
Device used for treatment and not diagnosis. Tip is broken off; fragment was not sent back for investigation. The measurement can not be obtained due to damage. It is clearly visible that the tip was twisted clockwise before it broke. This indicates that too much torque was applied onto the screwdriver during the final tightening of the locking cap. The fracture face is homogenous, which indicates material conformity. The matrix technique guide as well as other product support information fully illustrates the proper method of tightening, loosening a matrix locking cap using a 10.0 nm torque limiting handle. In order to cause a t25 driver to fracture, torques in excess of 15 nm must have been applied. Since this is impossible to achieve with a matrix 10nm torque limiting handle, the damaged instrument must have been utilized in a manner inconsistent with the recommended technique. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.